Manufacturer narrative:
The instrument was found to have a grip ring dislodged. The screw was dislodged. The grip ring screw was found attached to the magnet inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with regards to pitch movement in all directions however the grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument was returned with the power cord cut off. Root cause attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer extend jaws would not open. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained additional information. Vessel sealer mouth would not open at all from the start. It was not on tissue. They were unable to use it at all. It was put in and the jaws would open. They had to remove the vessel sealer and get a new one.